Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 2500 mcg/ml at 632 mcg/day in flex mode for intractable spasticity and cva (stroke) das system. It was reported the patient had moved out of state and been calling the clinic for a few months. The hcp had never met the patient before, until now. The hcp thought the pump was empty (B)(6) 2019 and (B)(6) 2019 was when the patient thought the pump would be empty. The hcp did not know about other medications but said the patient was currently taking "a little white pill". Per the event logs (B)(6) 2019 the empty reservoir alarm occurred. The hcp inquired about next steps. It was noted the hcp may refer the patient to a neuro surgeon regarding this case. Further complications were not reported.